Event description:
It was reported that the pt noticed intermittent functioning of her cochlear implant and heard some noises. Therefore, she contacted med-el office in (B)(4) and received a backup speech processor; thereafter, the implant was working for a couple of days and then, after similar behaviour as with her own speech processor was noticed, the device stopped working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.